Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. There are no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure the device was found to be defective. Additional information has been requested.